Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced a cubie pocket failure and displayed an error stating "re write or invalid cubie memory". This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1.initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer recovered the drawer and pocket. Reseated the row board cable on the back of drawer main 5.1¿s module board. No further issues were observed. Tested the drawer using diagnostics to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.